Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining failing >2 sd low results for bhcg on negative and level 1 qc generated on the access2 immunoassay analyzer. The customer replaced the in-use reagent pack with a new reagent pack. Qc was repeated and recovered within the customer's established ranges. Results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
On (B)(4) 2011, system check was performed and all portions were within published specifications. Per customer qc was run on a particular bhcg reagent pack. The negative and level 1 controls recovered out of range high. A new reagent pack was loaded, qc was repeated and all levels recovered within the customer's established ranges. Service was not dispatched for this event. The root cause is pending cpls investigation.